Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent emergency posterior fusion at th3-th7 (2a-2b) for th5 burst fracture on (B)(6) 2015. The surgery started to insert screw from t3 cranial side (right to left). The screws were measured with tap and they were 40mm (the surgeon measured them and they were 40mm too.) The screws were not protruded to anterior when surgeon checked at the intraoperative image. The surgeon thought the surgery was performed without any problem. Next morning, surgeon found that left th3 pedicle screw and left th7 pedicle screw were protruded to anterior. Revision surgery was scheduled to pull the screws out a little because they had been close to the esophagus on (B)(6) 2015. Surgeon removed the th3 set screw percutaneously and loosened th4-th7 set screw then slid rod toward caudal. Pedicle screw was adjusted the high and rod was slid and it was temporarily fixed using new set screw. The surgeon tried to do the same as above at th7 but setting rod at th7 was hard. It took a lot of time but the surgeon was completed to set rod using endoscope. Products were used in patient. No patient complications post revision surgery.products did not break.